Event description:
Customer returned the device for evaluation and repair for the issue of approximately 60 mm scratch on the insertion tube. There is no harm to any patient or persons. Upon evaluation of the returned device, it was observed that the light guide (lg) lens adhesive was peeling off. There was also foreign material on the objective (ob) lens. This is likely due to insufficient reprocessing. This medwatch is being submitted for the reportable issues of peeling adhesive of the lg lens and foreign material found on the ob lens during device evaluation.

Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the light guide (lg) lens adhesive was peeling off. There was also foreign material on the objective (ob) lens. This is likely due to insufficient reprocessing. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the events were unable to be identified. The events most likely occurred due to the following: the lighting lens adhesive peeling is likely due to use stress, external factors, etc. Foreign matter adhered to the objective lens is likely due to improper reprocessing. Olympus will continue to monitor field performance for this device.